Event description:
It was reported that a patient presented for a regular generator change. Device interrogation revealed high capture threshold and intermittent capture on the atrial lead. Under fluoroscopy, the atrial lea was found dislodged. On (B)(6) 2023, the physician elected to cap and replace the atrial lead during the procedure. The patient was stable before, during, and after the procedure.